Manufacturer narrative:
The customer confirmed the issue was resolved after performing monthly maintenance and cleaning the sample probe. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in fra. The customer confirmed the instrument's naoh reagent consumption and pump gear pressure. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and creatinine plus ver.2 results for two patients tested on a cobas 6000 c (501) module. The initial results for both patients were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. Patient 1's initial glucose result was 4 g/l, and the patient's repeat result was 1 g/l. Patient 2's initial creatinine result was 40 mg/l, and the patient's repeat result was 4 mg/l. The glucose reagent lot number was 482727 with an expiration date requested but not provided. The creatinine reagent lot number was 513870 with an expiration date requested but not provided.